Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided follow up data from the (B)(6) 2018 including the iegms were inspected showing artefacts on the right ventricular channel as reported in the complaint text. During the threshold test 2.5 v at 0.4 ms were measured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of approx. 28 months, oversensing on the pacing and sensing channel as well as high threshold were reported. The lead was capped and a new lead was implanted. At the lead revision a damage at the proximal part of the lead body was observed. No adverse patient events were reported.